Manufacturer narrative:
(B)(4). Results: dissection. Conclusions: no conclusion can be drawn. Based on the information provided no root cause can be determined.

Event description:
One endeavor sprint rx drug eluting stent was implanted to the proximal lad. A dissection was reported to have occurred and another endeavor sprint rx drug eluting stent was implanted to treat it. Patient was discharged one day post index procedure.